Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ constant pain in my left side /pain /pain always") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("have gained about 20 lbs /weight gain"), alopecia ("my hair falls out like a mad /hair loss"), mood altered ("very moody all the time"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), menorrhagia ("abnormal bleeding (menorrhagia)"), rash erythematous ("red itchy skin, rashes or skin conditions type"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant, hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, alopecia, mood altered, vaginal haemorrhage, menorrhagia, rash erythematous, nausea, tooth disorder, fatigue and hypersensitivity outcome was unknown. The reporter considered alopecia, fatigue, hypersensitivity, menorrhagia, mood altered, nausea, pelvic pain, rash erythematous, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Approximate weight at the time of essure placement 180 lbs. Current weight 194 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:have gained about 20 lbs, my hair falls out like a mad and very moody all the time. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Reporter address was updated. Plaintiff demographics added. Essure start date was updated. Abnormal bleeding (vaginal, menorrhagia), red itchy skin/ rashes or skin conditions type, nausea, dental problems, fatigue and allergic or hypersensitivity reaction were added as events. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ constant pain in my left side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("have gained about 20 lbs"), alopecia ("my hair falls out like a mad") and mood altered ("very moody all the time"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, alopecia and mood altered outcome was unknown. The reporter considered alopecia, mood altered, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: have gained about 20 lbs, my hair falls out like a mad and very moody all the time. Most recent follow-up information incorporated above includes: on 31-jan-2018: follow up from mr (social media) - new events added: have gained about 20 lbs, my hair falls out like a mad and very moody all the time. Event constant pain in my left side clubbed with previous event pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ constant pain in my left side /pain /pain always") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In january 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("have gained about 20 lbs /weight gain"), alopecia ("my hair falls out like a mad /hair loss"), mood altered ("very moody all the time"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), menorrhagia ("abnormal bleeding (menorrhagia)"), rash erythematous ("red itchy skin, rashes or skin conditions type"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction"), back pain ("back pain") and allergy to metals ("I can't wear anything with nickel"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant, hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, alopecia, mood altered, vaginal haemorrhage, menorrhagia, rash erythematous, nausea, tooth disorder, fatigue, hypersensitivity, back pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, fatigue, hypersensitivity, menorrhagia, mood altered, nausea, pelvic pain, rash erythematous, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on 10-jun-2013: total bilateral occlusion approximate weight at the time of essure placement 180 lbs. Current weight 194 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:have gained about 20 lbs, my hair falls out like a mad and very moody all the time. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: back pain, allergy to metals" most recent follow-up information incorporated above includes: on (B)(6) 2018: event "back pain, I can't wear anything with nickel" added from social media report. On 22-oct-2018: fu 2 and 3 process together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ constant pain in my left side /pain /pain always') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("my hair falls out like a mad /hair loss"), mood altered ("very moody all the time"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), menorrhagia ("abnormal bleeding (menorrhagia)"), rash erythematous ("red itchy skin, rashes or skin conditions type"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction"), back pain ("back pain"), allergy to metals ("I can't wear anything with nickel") and abdominal pain lower ("cramping") and was found to have weight increased ("have gained about 20 lbs /weight gain"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant, hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, alopecia, mood altered, vaginal haemorrhage, menorrhagia, rash erythematous, nausea, tooth disorder, fatigue, hypersensitivity, back pain, allergy to metals and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, fatigue, hypersensitivity, menorrhagia, mood altered, nausea, pelvic pain, rash erythematous, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Approximate weight at the time of essure placement 180 lbs. Current weight 194 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:have gained about 20 lbs, my hair falls out like a mad and very moody all the time. "Concerning the injuries reported in this case, the following were reported via social media: back pain, allergy to metals, cramping". Most recent follow-up information incorporated above includes: on 3-feb-2020: information received via social media - new event - cramping was added. Reporter's information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ constant pain in my left side /pain /pain always') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("my hair falls out like a mad /hair loss"), mood altered ("very moody all the time"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), menorrhagia ("abnormal bleeding (menorrhagia)"), rash erythematous ("red itchy skin, rashes or skin conditions type"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction"), back pain ("back pain"), allergy to metals ("I can't wear anything with nickel") and abdominal pain lower ("cramping") and was found to have weight increased ("have gained about 20 lbs /weight gain"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant, hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, alopecia, mood altered, vaginal haemorrhage, menorrhagia, rash erythematous, nausea, tooth disorder, fatigue, hypersensitivity, back pain, allergy to metals and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, fatigue, hypersensitivity, menorrhagia, mood altered, nausea, pelvic pain, rash erythematous, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Approximate weight at the time of essure placement 180 lbs. Current weight 194 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:have gained about 20 lbs, my hair falls out like a mad and very moody all the time. "Concerning the injuries reported in this case, the following were reported via social media: back pain, allergy to metals, cramping" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.